Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. The unit was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The error logs show 1 occurrence of error 48406, indicating ec illuminator issues, and 5 occurrences of errors 48309 and 48308, indicating pmva vbr issues. Ec light engine endoscope receptacle retaining ring is bent and obstructing the path of an endoscope tip, creating excess friction. The light engine will be replaced.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, a purple right eye was noted on the vision side cart (vsc). The customer stated that, prior to the tech support call, they attempted to use two different endoscopes and encountered a purple right eye at both the vsc and the surgeon side console (ssc). The customer then swapped the vscs and was informed that with the other tower there was no purple right eye. The customer stated that they then attempted the same scopes from earlier and the scopes functioned normally (with no purple right eye).